Event description:
Received notice alleging customer was injured when the seat came loose from chair.

Manufacturer narrative:
The model, serial number, and date of manufacture were not provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.